Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital with chest pain. A pericardial effusion was noted; blood was removed from the pericardial sac. The lead was suspected to have microperforated the patient. All lead measurements taken were normal while the patient was lying down, sitting up and moving around a bit. The lead performance was determined to be stable. It was concluded that the micro-perforation had subsided and resolved. There were no additional adverse patient effects reported. The lead remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.